Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review found no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. Vasculature was noted as 7.6mm x 8.2mm, no calcification or tortuosity, and a depth measurement of 6.5 +1. Activated clotting time (act) was greater than 300. The physician chose to administer heparin and not protamine because he did not want clots forming in the left radial artery access. Access was gained using ultrasound and micropuncture; and positioned in the bottom third of the femoral head. As per the IFU the procedural requirements for manta suggest act should be below 250 seconds prior to closure; and arterial access should be gained using micro-puncture and ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. No issues were reported during inserting or withdrawing procedural sheaths. Following deployment, hemostasis was immediate, however, a small pseudo-aneurysm formed. Protamine was administered, and balloon inflations and manual pressure were held for four minutes. Later that evening a bedside ultrasound showed no pseudo-aneurysm detected. Angios were reviewed confirming a pseudoaneurysm and the lock appeared away from the access area. The root cause of the pseudoaneurysm was likely due to the puncture access location positioned on the lower third of the femoral head and not at the suggested mid-line. The poorly positioned access possibly could have skewed the depth measurement, displacing the correct depth for the manta to deploy effectively. The IFU lists pseudoaneurysm requiring medical intervention as a possible adverse event. Additionally, precautions if hemostasis is not achieved following the use of the manta device, the physician should assess the situation; based on the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical intervention to obtain hemostasis.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: a small pseudo-aneurysm formed after the manta deployment. Ptca balloon inflation for 5 minutes. An ultrasound was preformed that evening at the bedside and showed no pseudo-aneurysm. Additional information received on 18aug2021: during a tavr heart valve placement, ultrasound and micro puncture single access was obtained. Access was in the right cfa and located at the bottom 1/3 of femoral head. Right cfa vessel size measured at 7.6mm x 8.2mm and had no calcification and no tortuosity. Manta depth was measured at 6.5 + 1 = 7.5cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, sbp was less than 150mmhg, act was greater than 300, and heparin was intravenously given. Protamine was not given initially because the physician did not want clots forming in the left radial artery access. After the pseudo-aneurysm formed, he decided to give 20mg of protamine intravenously. He briefly used a 10x40x135cm ptca balloon for a 4-minute inflation, while holding manual pressure for 4 minutes. Current patient condition is reported as fine.